Manufacturer narrative:
After further review of additional information received device available for evaluation?, MFR contact info, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes and additional MFR narrative have been updated accordingly. Correction: evaluation codes. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a bent pin on power port 2 of the controller. The bent pin was most likely due to the patient accidently dropping the controller, as stated in the event details. Nonetheless, bent or damage pins are being investigated. Additionally, it was noted that there was contamination within power port 1. This observation is not related to the reported event. The most likely root cause of the contamination can be attributed to the operational use of the controller. The root cause for this failure is most likely the dropping of the controller as stated in the event details. Bent and damaged pins are being investigated the root cause for this failure is most likely the dropping of the controller as stated in the event details. Bent and damaged pins are being investigated by the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The IFU states: the instructions for use (IFU) provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: "when changing your exit site dressing, inspect the driveline for moisture, cracks, and tears or punctures. Report any damage to your doctor, nurse or vad coordinator." It also cautions, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was in a non-implant hospital near to his home due to anemia not device related. When he stood up in the early morning, the con dropped to the floor. After the event, power port two did not work anymore. Patient backup con was at home. Heartware became involved to organize new con since battery capacity declined. When reporter arrived in hospital, the controller had been exchanged to his backup controller, which was brought in. Visual inspection of power port 2 revealed bent pin. The controller was exchanged. Upon visual inspection of the controller, there was bent pin found at power port 2. Inspection of the driveline revealed new sheath damage proximal to old sheath repair. A sheath repair was performed.